Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker replacement procedure. During the procedure, the right ventricular (rv) lead exhibited parameters that were indicative of possible lead wear. The rv lead was replaced. The patient¿s condition was stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".